Event description:
Evaluation summary: the stent was returned to medtronic for evaluation. The stent was dislodged from the device, the catheter section of the device was not returned. The stent measurements could not be measured as the stent was severely deformed.

Event description:
Physician was attempting to deliver 1 integrity bare metal stent (3.50mm x 12mm) to a severely calcified lesion in the lcx exhibiting 99% stenosis and excessive tortuosity but the stent got stuck on the edge of the guide catheter. The strut of stent got lifted and the stent dislodged. It was reported that the lift of strut could have caught on the vessel resulting in the stent dislodgement in the patient. The stent was retrieved by snare catheter and the operation was completed by poba. No health hazard to the patient. It was reported that the stent dislodgement also occurred with another brand stent. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results/conclusion: inherent risk of procedure ¿ (stent dislodgement), patient¿s condition affected effectiveness of device (lesion morphology) ¿ 99% stenosis, severe calcification and excessive tortuosity. Related to operational context ¿ (stent got stuck on the edge of the guide catheter). No results available since no evaluation performed - device or procedural images not provided for review. (B)(4).